Event description:
It was reported that the patient underwent a cervical spinal surgery including cervical discectomy using rhbmp-2/acs to address chronic neck and back pain. The post-operative period was reportedly marked by complications, including shortness of air, neck swelling, difficulty swallowing and difficulty breathing. Four days post-op, the patient presented to the emergency room suffering from severe neck swelling, difficulty breathing, shortness of air and difficulty speaking and underwent emergency surgery. The patient was operated on for an anterior cervical hematoma and deviation of the trachea to the left. The patient also had respiratory failure due to upper airway obstruction from the cervical hematoma. Due to the respiratory failure, the patient was on a ventilator for four days and was discharged 13 days post-op. Reportedly, the patient has continually complained of increased pain since the surgery. The patient has undergone several additional surgeries, including a posterior spinal fusion occiput-c4 using rhbmp-2/acs 651 days after the index surgery.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.